Event description:
It was reported that the device had a power on reset that was classified as a memory test error. The patient came into the clinic to have the ICD reset and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) for memory test on (B)(6) 2010. There was a patient alert for por on (B)(6) 2010. The device was not returned, but diagnostic information is consistent with the reported event.